Manufacturer narrative:
(B)(4). The flow diversion device was returned for evaluation within the marksman catheter. It was confirmed that the catheter was separated ~29.5 cm from the distal tip. For further examination, the catheter was then dissected to remove the flow diversion device. The catheter body was found to be stretched and accordioned ~24.5 cm to 32.5 cm from the distal tip. The tubing material at the broken end exhibited jagged edges, exposed braid, stretching and necking. The catheter was then tested by running an in-house mandrel through catheter tip and hub. The mandrel was able to pass through the catheter tip and hub and it got stuck at the damaged locations. No other anomalies were observed. A review of this device lot history record was conducted and no issues were identified that could have contributed to this event. Based on the customer¿s photo and the analysis findings, the customer's complaints were confirmed. It is possible that the tortuous anatomy may have contributed to the reported issues causing the flow diversion device to become bent and stretched inside the catheter lumen; subsequently causing the catheter to become stretched, accordioned and separated. The broken end of the catheter exhibited with plastic deformation (stretching and necking) which indicates that the catheter separated when exceeding the tensile strength of the tubing material. In this event, user error may have contributed to the reported issues based on the reported information that the flow diversion device was advanced through the marksman catheter despite of the resistance. Per marksman catheter instructions for use (IFU), the user should: ¿never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿

Event description:
Medtronic received information that the distal segment of a marksman microcatheter separated in two pieces over the pushwire during treatment of an aneurysm located in the left middle cerebral artery (mca). It was reported that a flow diversion device was advanced through the microcatheter with friction. The friction became more obvious as the flow diversion device was moved distally where the anatomy was very tortuous. It was further reported that an attempt was made to reduce slack in the micro catheter to assist in forward movement of the flow diversion device however, there was difficulty while advancing the device to the distal m2 mca. An attempt was then made to unsheath the flow diversion device, but it would not move forward. The physician pushed the delivery wire of the flow diversion device until it appeared to be going into the rotating hemostatic valve (rhv), but the distance between the distal tip of the marksman and the flow diversion device was not changing. The physician immediately felt a snap. The device and microcatheter were both removed with applied force. Outside the patient, the catheter appeared stretched and separated into two pieces at the distal segment. A new device wasp used to complete the procedure. Post procedure angiographic result was good. No patient injury was reported as a result of this procedure.